Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her son. The device allegedly gave readings that were 3.7°f lower than what was measured at a later time at a doctor's office. There were no complications from this incident, and the child is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her son. The device allegedly gave readings that were 3.7°f lower than what was measured at a later time at a doctor's office. There were no complications from this incident, and the child is doing well now.